Event description:
Reporter stated that caller from facility reported that unit had overfilled a final container. This was based on programming two successive bags to each receive 250ml lipid emulsion from a 500ml source container on the green station. The first container was filled with no alarms. Lipid emulsion was being pumped into the second bag when a no flow alarm came on because the source container was empty, but the volume display indicated that only 145ml had been delivered. The caller concluded that extra lipid had been delivered into the first bag. The bags were discarded, so there was no pt involvement. The caller was advised not to use the unit, which will be sent to product services for eval.